Event description:
On (B)(6) 2024, (B)(6) reported tocas that dr. Experienced two posterior tears while hydrodissection on the femto lens: procedure ID (B)(6) on (B)(6) 2024 and (B)(6) on (B)(6) 2024. It was stated that the patients had no history of trauma or past retinal surgery.

Manufacturer narrative:
The software and field service teams each confirmed the system is within specifications, and that the anatomical surfaces were correctly identified. Patient ID (B)(6) did indicate slight patient movement, but the surgeon reported the capsulotomy was complete. Patient ID (B)(6) showed some patient movement as well, but the surgical footage was available, and the capsulotomy and fragmentation looked normal. It is unclear what caused the rupture. Several procedures have been completed by other surgeons both before and after these events with no issues reported.